Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to verify battery out limit due to button and keypad anomaly. Insulin pump received with cracked display window corners, reservoir tube lip, minor scratches display window and bleeding lcd glass.

Event description:
Customer's mother called reporting a button error on her son's insulin pump. Customer's blood glucose is 243 mg/dl. Customer was attempting to give himself a bolus when the buttons froze. He tried changing the batteries but he was too slow and the device alarmed battery out limit. He cannot clear the alarm due to the button error. Customer is aware why his blood glucose is high and treated with a manual injection. He declined troubleshooting for high blood glucose. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.